Manufacturer narrative:
A ge rep evaluated the system and reset a tripped breaker, and cleaned fan and contacts. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying a stator not on error message. No pt injury was reported.